Event description:
It was reported by service report that the pt right latch spindle weld detached from the litter and had sharp edges. The siderail was unable to be latched up. No pt involvement or adverse consequences are reported.